Manufacturer narrative:
Olympus medical systems corp. (Omsc) confirmed the subject device to investigate the complaint. Omsc found that the white foreign matter adhering to the outlet of the nozzle of the distal end of the insertion tube of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Report of white foreign matter adhering to the outlet of the nozzle at the distal end; omsc surmised that the white foreign matter came from the component of chemicals based on a component analysis. The exact cause of the reported phenomenon could not be conclusively determined. Report of the results of microbiological tests by user facilities; nonconformity of the device, which may affect the reported event, was not confirmed via device evaluation result of the omsc. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the air channel of the device tested positive for gram-positive bacillus (4 cfu / ml). The device had been reprocessed with an olympus automated endoscope reprocessor model oer-5 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.